Event description:
Rptr indicates problem with cracking of tpn admixtures containing lipids. The admixtures had been prepared in b.braun/mcgaw -in-1 mixing containers. This problem was noted as soon as they began using these containers; previously competitor tpn bags (stedim eva bags) were used without incident. The cracking of a tpn admixture was noted during infusion to a home pt. This pt was diagnosed with crohn's disease & colitis. Two other pts were affected. Upon initial hanging of the admixture no creaming or cracking was noted. After infusion over 14-16 hours, filter clogged & at that time the admixture was noted to be cracked. The pt suffered no ill effects. The pharmacist felt the b.braun/mcgaw empty tpn bag may have been the cause for the admixture cracking.